Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her one touch verio2 meter had displayed an error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged error message first occurred on (B)(6) 2015, unable to recall the time. The patient states that she takes insulin (self-adjuster) to manage her diabetes and continued with her regular diabetes management routine as a result of the alleged product issue. The patient stated that 2 hours after the alleged product issue began; she developed the symptom of dizzy. The patient denied receiving any treatment. At the time of troubleshooting the cca noted that it was not the first time the subject meter was being used, the test strips were stored correctly and not expired and the test strip completely drew in the blood sample. The correct testing steps were carried out and the issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. However, a secondary issue was observed; when test strips were tested with control solution, an error 1 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the reported issue could not be reproduced during testing. However, a secondary issue was observed; when test strips were tested with control solution, an error 1 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.